Event description:
It was reported that: "package arrived wet."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The hospital discarded the product. If additional info becomes available, it will be submitted in a supplemental report.